Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that when this pacemaker was interrogated, it was discovered to be in safety mode. The patient was admitted to the hospital overnight and pauses in pacing causing asystole of seven seconds were noted while the patient was sleeping. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This event will be updated upon completion of analysis.

Event description:
It was reported that when this pacemaker was interrogated, it was discovered to be in safety mode. The patient was admitted to the hospital overnight and pauses in pacing causing asystole of seven seconds were noted while the patient was sleeping. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that when this pacemaker was interrogated, it was discovered to be in safety mode. The patient was admitted to the hospital overnight and pauses in pacing causing asystole of seven seconds were noted while the patient was sleeping. No changes were made and the pacemaker remains in service. No additional adverse patient effects were reported.